Manufacturer narrative:
Citation: munoz-garcia et al. Clinical impact of acute kidney injury on short- and long-term outcomes after transcatheter aortic valve implantation with the corevalve prosthesis. Journal of cardiology 66 (2015) 46¿49. Http://dx.doi.org/10.1016/j.jjcc.2014.09.009. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding acute kidney injury on short- and long-term outcomes after transcatheter aortic valve implantation (tavi). All data were collected from a single center between april 2008 and december 2013. The study population included 366 patients (predominantly female; mean age 79 years), all of which were implanted with medtronic corevalve bioprosthesis (serial numbers not provided). Among all patients, four patients died during the implant procedure. One death occurred due to ventricular perforation. Another death occurred due to iatrogenic dissection of left main coronary artery. Based on the available information, these deaths may have been caused or contributed to by a medtronic delivery catheter system (dcs). Two other deaths occurred due to electromechanical dissociation, and cardiogenic shock prior to prosthesis implantation. Based on the available information, these deaths were not attributable to medtronic product. No further details were provided regarding these death events.